Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing in the right ventricular (rv) lead channel as well as a signal artifact monitor (sam) episode, which led to the disablement of the respiratory rate trend feature. Technical services (ts) was consulted and upon review noted a low out of range pacing impedance measurement below 200 ohms. Ts advised on programming options and x-ray examination. This system remains in service. No adverse patient effects were reported.